Event description:
Complainant alleged that the device displayed "ECG fault 4", "defib disabled", "pacer diasbled", "pacer fault 116" and "system fault 37" messages. Complainant did not indicate that there was pt involvement in the reported malfunction.